Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the backlight did not work and buttons were unresponsive. The customer¿s blood glucose levels ranging from 80 to 120 mg/dl. Customer reported that the insulin was squirting out during priming. The insulin pump will not be returned for analysis.